Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: no deviation found in manufacturing. No discrepancies found regarding risk analysis. The returned item was inspected by the corresponding packaging engineer who confirmed initial perfect sealing during packaging. The blister has been opened later which was identified by the stress-whitening. According to the good quality of the stress-whitening ¿ indicating perfect adhesive power ¿ and referring to needed tensile stresses during the removal of the remaining tyvek it was concluded that no manufacturing fault was present. Consequently, it was suggested that the blister had been opened manually prior to the alleged event. The reported event was not device respectively not packaging related but was most likely related to hospital and / or distributor practices.

Event description:
It was reported, during a procedure it was noticed by the surgeon that the primary package of the item 40051100s was not sealed. The item was immediately replaced by another one to finish the surgery.

Event description:
It was reported, during a procedure it was noticed by the surgeon that the primary package of the item 40051100s was not sealed. The item was immediately replaced by another one to finish the surgery.